Event description:
The product was used during an unspecified plastic surgery. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hsp has reported that no pt injury occurred.

Manufacturer narrative:
1/13/97- supplemental report #1 sent to FDA.